Event description:
Additional information reported indicated that an additional episode occurred, in which noise was observed on the right ventricular (rv) lead. Pacing inhibition greater than 2 seconds was observed and capture was questioned. The patient will be brought in for isometrics and pocket manipulation. No adverse patient effects were reported.

Event description:
Additional information reported indicated that the abrupt changes in pacing impedances has been randomly occurring for several months. The noise occurring on this pacemaker dependent patient's crt-p was recreated on the rv channel, with isometrics, but not pocket manipulation. Noise could not be recreated on the atrial channel. Capture thresholds for rv were noted as good at 0.9 volts. The physician was working to determine a plan for this patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) had abrupt changes in pacing impedances that were greater than 500 ohms. The change in pacing impedance was noted on both the right atrial (ra) and right ventricular (rv) channels. Two episodes of noise resulting in oversensing, were also observed on the rv channel. This resulted in 1 pacing inhibition episode of approximately 2 seconds, on the rv and left ventricular (lv) leads. The patient was reportedly asymptomatic. The physician was not concerned of the issue and thus isometrics and pocket manipulations were not performed. Isometrics, pocket manipulation, and potential programming were discussed with technical services, after the patient had left. No further information is known, at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was reported indicating that the ra lead pace impedance measured out of range, at about 2003 ohms. The ra and rv leads from another manufacturer were programmed to pace in unipolar and sense in bipolar configurations. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
Additional information was reported indicating that the ra lead pace impedance measured out of range, at about 2003 ohms. The ra and rv leads from another manufacturer were programmed to pace in unipolar and sense in bipolar configurations. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.